Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lobectomy a3 was resected with the first firing. During the leak test, oozing bleeding from the vessel was confirmed. Upon verification of bleeding point, the surgeon found that the staple line in a3 was incomplete. The malformed staples remained attached to the reload. The incomplete staple line was sutured manually to finish the surgery.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one (1) endo gia¿ curved tip articulating reload with tri-staple¿ technology 30 mm vascular/medium and one (1) endo gia¿ ultra universal stapler 12 mm short opened by the account. Visual evaluation of the reload noted that it was fully fired. Functional evaluation noted that the reload cycled without issue. Visual evaluation of the handle noted that there was one sheared tooth on the firing rack. Functional evaluation of the handle noted that a skip was heard during firing. Malformed staples were received with the reload. Visual and functional testing of the returned product confirmed the product, as received, did not meet quality specifications. Replication of the sheared teeth may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." A review of the device history record indicates these devices lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.